Event description:
A. Fetal distress, b. Strep b in bloodstream, c. Colic and allergy to formula (mother unable to breastfeed due to severe capsular contracture), d. Mild heart murmur and e. Abnormal blood work.

Event description:
A. Fetal distress, b. Strep b in bloodstream, c. Colic and allergy to formula (mother unable to breastfeed due to severe capsular contracture), d. Mild heart murmur, and e. Abnormal blood work.